Manufacturer narrative:
Device was discarded by the hospital and is not available for further testing. The complete manufacturing and material records for the crown prt aortic pericardial heart valve, cna19(sn# (B)(4)), was pulled and reviewed by quality control at (B)(4). The results confirmed that each manufacturing and inspection operations were followed and this valve satisfied all material, visual, and performance standards required for crown prt aortic pericardial heart valve at the time of manufacture and release. Valve sterility log for the subject valve was pulled and reviewed by microbiology department at (B)(4) and results confirmed that valve met all requirements for sterility release.

Event description:
The manufacturer was notified on 19 june 2016 that crown prt cna19 was explanted due to infectious endocarditis. The crown prt, cna 19 was implanted on (B)(6) 2016 which was performed along with mitral valve replacement and tricuspid annuloplasty. The bacterium identified as staphylococcus epidermidis.